Event description:
A home pt (hp) contacted baxter's technical service center (tsc) for assistance during drain 1 of their automated peritoneal dialysis therapy. Reportedly, the hp awoke to find the pt line of the homechoice set disconnected from their transfer set. The disconnection did not appear to have been done by the hp in their sleep. After noting the disconnection, the hp reconnected themselves to the setup and proceeded with fill 2. Baxter's tsc assisted the hp in ending therapy early. The hp contacted their pd nurse (rn) who changed out their transfer set and administered prophylactic antibiotics. Antibiotic regimen included 1 gram ancef, and 1 gram fortaz, both were administered ip for 5 days. Per the hp's rn, the hp cut the connector off of the pt line of the homechoice set involved in the incident and brought it in to the clinic. After changing out the hp's transfer set the rn connected the pt line connector to the transfer set involved in the event and pulled on the two ends, with no resulting disconnection. The rn and hp have both concluded that the disconnection occurred due to inadequate tightening of the connection at the beginning of therapy; subsequent to the hp's diabetic neuropathy in their hands. No pt injury was associated with this incident, per the hp's rn.